Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment for a internal carotid artery aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use), but detached after several attempts. It was a recanalization case due to compaction for an unruptured cerebral aneurysm which was a little downward locating on the bifur cation of the origin of the right pca from ba-top. The size of the aneurysm was 11.5 mm in length and 8.5 mm in width. The neck was 7.9 mm. The vessel was moderately tortuous. Previously, a craniotomy clip procedure near the neck (origin of the right pca) of the same aneurysm had been performed and the clip(s) had existed there. In addition, coil embolization had also been performed inside the aneurysm and there was a small amount of coil remaining in the aneurysm wall. The physician punctured from the right femoral and placed 7f roadmaster in the origin of va. Then, delivered sl 10 for stent placement to the right pca, and held another sl 10 to place inside the aneurysm. The physician deployed atlas 3 × 21 from the previous sl 10 which was sent to the right pca first, and performed coil embolism with jeiling technique. The first coil target xl360soft 9*30 was placed, and then the same coil 8*30, 7*20 were placed in the middle to make a strong frame. After that, g3 complex 6*20, 6*20 were continued to place, then prime 3d 5*15 was delivered smoothly and detached without problems. The event occurred on the seventh coil prime3d 5*10. After placing the coil smoothly and advancing it to the reverse t-shaped line of the second marker part, the physician tried to detach by pulling the lever of the detacher, but the coil was pulled back and stuck to the pusher wire without detaching. The physician pulled the lever of the detacher several times, but still could not detach the coil. The physician broke the break indicator part and tried pulling the release wire inside a little bit, but the coil still stuck to the pusher without detaching. The physician suspected that the detach link (ball link) was caught in the retaining ring and was not disengaged. The physician pushed the pusher wire slowly 2-3 mm from the position of the reverse t, and pulled it back slowly again, then it was confirmed that it finally detached. Fortunately, the coil was able to detach in the state of being placed in the aneurysm without problem. There were no reports of patient injury in association with this event. After that, the physician used two prime 3d 4*12 consecutively, but only the 5*10 coil could not be detached although the same detacher was used. Ancillary device -7froadmaster, sl10, chikai14, atlas3*21, targetxl, prime3d, g3 complex.